Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# : (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results for lead, model 977a260, serial number (B)(4) indicated that the lead body conductor was broken. There were broken conductors 6 and 7, 22.2cm from distal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had one electrode out of range, 6. The patient had rsd in their foot and the electrodes which captured their pain pattern were 5, 6, 7. The doctor replaced this lead with a new lead. Impedance testing was done on the morning. It was unknown if there was any other testing performed prior. The issue was resolved at the time of the report. Other relevant medical history includes spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.